Manufacturer narrative:
The product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated a 12.6mm vicmo12.6 implantable collamer lens, -8.0 diopter, tore/broke during injection/delivery into the patient's right eye (od) on (B)(6) 2016. The lens was exchanged for the same model and diopter on (B)(6) 2016 and the problem was resolved. On (B)(6) 2016 the patient's best corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Lens was returned dry, in lens case/vial. There was also clear surgical residue/debris on product. Visual inspection found the lens haptic torn and the lens having scratches. No similar complaints were reported for units within the same lot. (B)(4).